Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The associated device was not returned for evaluation. A review of manufacturing records did not reveal any deviations that could have contributed to this issue. All sterilization documentation was reviewed and approved according to quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient presented with infection and underwent a revision to remove the implant. Five days later, the patient's leg was amputated above the knee.

Manufacturer narrative:
(B)(6) 2014: the patient underwent a revision left arthrodesis knee procedure, removal of implants, and a patellectomy/hemipatellectomy were performed due to an unspecified candidiasis infection. (B)(6) 2014: the patient underwent an above knee amputation.

Event description:
It was reported that the patient presented with a chronic infection of the left knee. The patient underwent removal of the intramedullary fusion rod from the left knee, draining of the abscess in left knee and implanted antibiotic beads. The patient remained hospitalized and on (B)(6) 2014, the patient underwent an above knee amputation.